Event description:
Customer reported device = 531 mg/dl in the morning. Customer ate food, took medication, and retested 30 mins later (553 mg/dl). Customer went to ER 2 hrs later. ER device = 117 mg/dl. No controls used. A request was made for return product and replacement product was sent.